Event description:
On 11/16/1990 pt had pacemaker inserted from complete heart block. (Minex model# 8341m) 4/15/1997 - pt had pacemaker generator replacement. (Model# 8165u). On 3/6/1998 - pt admitted to hosp with bradycardia and had pacemaker lead wire replaced. The old lead was fractured near the 1st rib and clavicle. The old lead (4003m) was capped and left in place. A new ventricular lead model # 4023 was placed.